Event description:
The loaner tps micro driver was sent in for service and it ran in safety mode during performance testing.

Manufacturer narrative:
The device evaluated is a loaner device and will not be returned to the customer. No customer comment to duplicate.